Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the buzzer is broken and had no sound. The customer also stated the unit will not be returned for evaluation because their technician was able to repair the buzzer. No additional details available.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.